Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle of the delivery catheter system (dcs) was intact. The device was received with the capsule fully opened. The deployment knob appeared to retract and advance the capsule. The trigger was slightly stiff and moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub were intact with no evidence of damage. There was a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. There was damage observed on the threading of the screw gear. An evolutpro+ 23mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter, there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The reported event for damage on capsule and on the handle could be confirmed, the capsule appeared buckle and the trigger was noted slightly stiff. The report event for unable to load could not be confirmed in the analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut inst ructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in loading of the valve. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. There was a buckle observed on the capsule nitinol reinforcing frame near the proximal end of the capsule which confirms the reported damage on the capsule. There was also damage observed on the threading of the screw gear, which typically occurs when increased forces are present in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. No other damage was observed on the dcs. Capsule buckle occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. However, without procedural images or fluoroscopic load check images for review, the cause of the capsule buckle cannot be conclusively determined based on the information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was attempted to load but was unsuccessful. The reason was not known. There was another attempt to load the valve, but the handle of the delivery catheter system (dcs) did not turn when advancing the capsule again and damage to the capsule was identified. As reported, the dcs capsule damage was described as a white line where the paddle was at the time of checking the capsule. It was noted that the capsule damaged occurred after the paddle was fitted and loading was performed. Unspecified dcs handle damage was also reported and no further details were provided. A new valve and delivery catheter system (dcs) were used for the procedure. There was no patient involvement.